Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The screwdriver shaft was received at the us cq. The tips of the screwdriver¿s blades had been chipped off. No other issues could be identified with the returned portions of the device. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) no issues. Manufacturing record evaluation: the received device (part # 03.632.072 lot # h606527) was manufactured at the synthes monument site on 16 november 2018. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Conclusion: the complaint was confirmed for the screwdriver shaft. The tips of the screwdriver¿s blades were chipped off. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined, but the device possibly encountered unintended forces. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history review: part # 03.632.072. Synthes lot # h606527. Supplier lot # na. Release to warehouse date: 16 nov 2018. Manufactured by synthes monument. No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a spinal fusion procedure. During the procedure, while the doctor was doing the final tightening on the matrix locking caps, the doctor stripped the two (2) screwdriver shafts at the distal end tip. Nothing fell into the patient. The procedure was successfully completed with no surgical delay. There was no patient consequence. Concomitant device reported: unknown matrix locking caps (part # unknown, lot # unknown, quantity# unknown). This is report 2 of 2 for (B)(4).